Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported dissection is listed in the instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling

Event description:
It was reported that during a mildly tortuous and heavily calcified mid right coronary artery stenting procedure, the lesion was pre-dilated with a 2.0 mini trek. A 2.25x12mm xience failed to cross the lesion and was removed without issue. The lesion was dilated again with a 2.25x15mm nc trek and a dissection was noted in the lesion. A 2.5x18mm xience xpedition was deployed to treat the dissection and cover the lesion. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.